Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. During suturing, the device was difficult to toggle and the needle would not stay in the jaws of the device. Nothing disengaged into the patient cavity. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is alive, no injury.